Event description:
It was reported that a (B) (4) laptop computer was "broken." The reporter indicated the computer has been discarded and is not available for analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.